Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs 4 channel extension, model: 6345, UDI: (B)(4), batch: 9012971.

Event description:
It was reported that the patient experienced discomfort at the extension site. It is unknown which extension is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient experienced pain at both extension sites. Surgical intervention was undertaken on (B)(6) 2025 wherein both extensions were explanted and replaced.